Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99033. Supplemental rationale: corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status: 3 devices were received. Evaluation findings (results/components): 3 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 3 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 3 devices: product disposition is not yet determined additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 3 events for the failure: detachment of device or device component. - 3 events had no health consequences or impact.